Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that system wasn¿t booting up. Review of the system log file showed that malfunction as there was error in programming; the process terminated due to fatal exception. Upon troubleshooting, fse found that geo pc was not getting on. To resolve this issue, fse replaced the geo pc, download the software. The defective geo pc was returned to philips for analysis and found that there was a failure in psu (power supply unit). After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.